Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event could not be determined. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy procedure, the jaws of the device failed to grasp the tissue. When the device was activated on max, the tissue was pushed out of the jaw. The teflon pad became separated from the jaw at the proximal end exposing metal. The device made a loud sound. The procedure was completed with another same device. No excessive bleeding or patient injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from gei to lfl.